Event description:
It was reported that a user experienced post-meal hyperglycemia while using the ilet following a slowly eaten lunch with additional unannounced snacking, and the agent provided education on meal announcement protocol, site and cartridge expiration, and change-out best practices. Symptoms included elevated blood glucose, with a reported peak of 245 mg/dl. Outcomes included no medical intervention, no back-up therapy, no ketone testing, no outside assistance, and stabilization of glucose during the call. Investigation included troubleshooting and user education focused on correct meal announcements and device use. Investigation of this case revealed user-related factors consistent with incorrect meal size or incomplete meal announcement leading to transient hyperglycemia, with no device alarms or malfunctions reported while using a cd infusion set. It was concluded, based on previously established findings for similar reports, that the cause was use error related to meal announcement and eating pattern.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.